Event description:
The customer contacted physio-control to report that during testing, the device continues to give a "connect test plug" message even though a test plug is connected. He tried different therapy cables and it did not resolve the issue. The device doesn't seem to recognize the therapy cable. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during testing, the device continues to give a "connect test plug" message even though a test plug is connected. He tried different therapy cables and it did not resolve the issue. The device doesn't seem to recognize the therapy cable. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient use associated with the reported event.